Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 514 mg/dl. The customer reported experiencing high blood glucose after a set change. The customer declined to troubleshoot at the time of the call. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.